Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: "material no. 368607, batch no. 0321587. It is reported customer experienced safety guard breaking off as well as a needle stick. It was reported that the safety broke off causing a needle stick. The customer stated that the safety broke off the needle twice and one of those caused a needle stick. The hcw did seek medical attention and is receiving care from workers comp. The 1st safety broke off on (B)(6) 2021 the 2nd safety broke off on (B)(6) 2021 causing the needle stick".